Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. The drill bit was broken as claimed by the customer. The tip part 10 mm is missing (per the complaint description it remained in the patient¿s femur). A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications (the spiral geometrics of the shafts bit and the coupling). Also the core diameter close to the breakage was measured, with the result, that it meets the specifications. The tip of the drill bit could not be measured, since it was not returned. Also the hardness of the drill bit was tested with the result, that it meets the specifications. Additional the raw material was checked. Basis for this were the two raw material certificates, which are closest to the manufacturing date. The result was that the correct raw material was processed. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Possibly too much force and/or torque applied which could have led to this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: july 12, 2013. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) this event resulted in a retained fragment. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery for fracture of femoral greater trochanter was conducted on (B)(6) 2016 to apply (B)(4) pfna (proximal femoral nail antirotation). During the surgery, tip of the reported drill bit was broken and dropped into the patient when the surgeon tried to drill distal locking hole obliquely for static locking. As a result, the fragment has been remained in the medullary cavity of the patient's femur. The surgeon commented that the drill bit did not interfered to the pfna and did not penetrate the opposite side of the cortical bone before the breakage. The surgeon thus tried to check what was happened with the reported drill bit using x-ray. Then, as a result, the surgeon confirmed the breakage under x-ray image intensifier. After the surgeon replaced pfna aiming arm for dynamic locking from for static locking to the pfna to drill the distal locking hole, he successfully completed re-drilling the hole and inserting screws into it. There was a surgical delay. However, the prolonged time is unknown. Patient harm is that the broken parts remained in patient's body; therefore the patient might need a re-surgery. Material will be returned. This complaint involves 1 part. This report is 1 of 1 for (B)(4).